Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.

Event description:
Info received indicates the brake is not engaging. The brake pedal will set but pops out of the brake position.